Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: using an implant that was too long or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient later reported radicular leg pain. The surgeon determined that the superior positioned implant was impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.